Manufacturer narrative:
The device is unavailable for our investigation and cannot be evaluated. A lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
The cardioplegia clamps are next to the sterile field and should be near the perfusionist and pump.

Manufacturer narrative:
Correction: date rec'd by MFR was not entered in the initial MDR. Date rec'd by MFR: 05/24/2016.

Event description:
The cardioplegia clamps are next to the sterile field and should be near the perfusionist and pump.